Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a manipulation under narcosis was performed due to knee stiffening.

Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the product could not be completed, the product remains implanted. A review of the manufacturing did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaint for listed batches/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.